Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model:sc-2218-50. Serial: (B)(6) batch: 7146381. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain and the device was not providing any relief for her. The patient underwent a spinal cord stimulator system explant procedure and is stable postoperatively. The explanted device components were not returned because the physician did not provide them.